Event description:
Solicited cadd ms3 serial number (B)(4) due for maintenance (B)(6) 2020, is malfunctioning. Pt states that he has to replace the battery in this pump every day. (Usually is weekly battery replacement). Prescriber has not been notified. Pt has functioning backup pump to use. Did the reported product fault occur while in use with pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6).